Manufacturer narrative:
(B)(4) for the reportable issue of ligator head detached. Received one speedband superview super 7 with velcro strap and ligator head for analysis. A visual examination of the ligator head found that the bands were deployed and the ligator head teeth were undamaged. The suture was intact and the trip wire was secured in the handle assembly when received. No visual damages/defects were observed on the device. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician successfully deployed the seven bands; however, upon removal o the scope, it was noted that the ligator cap detached in the esophagus of the patient and was then pushed in to the stomach. Reportedly, the patient was intubated and the cap was removed using an over tube and rat tooth grasper, and the procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician successfully deployed the seven bands; however, upon removal of the scope, it was noted that the ligator cap detached in the esophagus of the patient and was then pushed in to the stomach. Reportedly, the patient was intubated and the cap was removed using an over tube and rat tooth grasper, and the procedure was completed at this time. There were no patient complications reported as a result of this event.